Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that the microcatheter became stuck in its carrier tube. The target lesion was unknown. A 135/20 renegade hi-flo kit was selected to for use. During preparation, the carrier tube was flushed, but the microcatheter was stuck. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed a broken shaft.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned with an unknown coil inside the microcatheter. The dispenser coil was not returned. The catheter was flushed and the coil could not be removed. The device was visually inspected and the shaft was found to be broken between 11 cm - 38 cm from the hub with 27 cm of braid exposed. All dimensions that could be measured met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).